Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. The test minilink transmitter with the glucose sensor simulator and blood glucose meter communicates properly to the pump. Pump programmed with multiple sensor glucose value and all registered properly in the sensor update history noted. The bolus wizard functioned properly per bolus wizard sample in the user guide. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 225 mg/dl, but had gone as high as 484 mg/dl. During troubleshooting, customer changed infusion set and ran a 5.0 u manual prime and insulin did exit and insulin pump did not alarm. Customer was advised that insulin pump was working as designed. Customer went to the hospital due to chest pain. Customer was also experiencing nausea. During troubleshooting, customer reported that drive support cap appeared normal. There were no air bubbles or leaks. Customer declined checking for site or insulin issues and declined checking settings. Insulin pump passed high pressure test. Insulin pump would be replaced.